Manufacturer narrative:
Examination of the returned devices finds no abnormal wear patterns of the articulating surfaces. A long surface scratch is found on the femoral head, likely from the extraction process. Matching wear is not found on the insert. The female taper of the femoral head is in good condition. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient presented with pain of alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.